Manufacturer narrative:
The device history record, rtr-0883-20001 l/n: 28557515, was reviewed. There were no nonconformance's pertaining to this serial number. The device met all specifications prior to release from manufacturing. The clinic provided intera oncology with the physician final report. The report mentioned that treatment was stopped due to biliary sclerosis. The pump was no longer being used and was brought for removal. In addition, the preoperative diagnosis was colon cancer liver metastases and postoperative diagnosis was colon cancer liver metastasis. Biliary sclerosis is a known adverse event listed on the labeling of the drug product floxuridine, which is injected in the intera 3000 hepatic artery infusion pump.

Event description:
Intera oncology received a report of patient's intera 3000 hepatic artery infusion pump being explanted on (B)(6) 2024.